Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a cracked battery compartment and faded and discolored display screen. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/27/2013 with the following findings: the pump was examined and the battery compartment was observed to be cracked. The pump was powered on and the display screen was observed to be faded and discolored. Unrelated to the battery compartment and display issues, the contrast button symbols was found to be worn and the keypad was observed to be peeling from the up arrow button; all buttons were confirmed to be responding appropriately and the button contacts were confirmed to have no contamination or damage. (B)(6).